Event description:
Additional information was received from a healthcare provider via a company representative stated that the catheter revision was not a catheter issue. The catheter migrated to the anterior position and the healthcare provider (hcp) decided to use partially a new catheter. The patient went through the procedure and came home. The patient was good, and the drug has been delivered through the pump normally.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Section d references the main component of the system. Other medical products in use during the event include: brand name ascenda; product ID 8780 (serial: (B)(6); product type: 0184-catheter; implant date (B)(6) 2024. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a healthcare provider via manufacturer representative regarding a patient receiving unknown morphine via an implantable pump. The indications for use was non-malignant pain. It was reported that the manufacturer representative (rep) asked about programming in a custom volume for catheter after revision. The manufacturer's technical services specialist (tss) explained options. The rep did not elaborate why catheter revision took place, just that they decided to do a revision a week ago.